Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8411627 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance.

Event description:
Same case as MFR' s report #6000093-06-02512, #6000093-06-02514. It was reported that 194 days after implantation of a 2.75x32mm, a 3.00x32mm, and a 2.50x24mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the distal, mid, and proximal right coronary artery (rca). Pre-intervention stenoses of 70%, 60-95%, and 70% respectively were reported. Percutaneous transluminal coronary angioplasty (ptca) was performed in the distal rca lesion using a 2.0x20mm non-boston scientific balloon. A 2.5x24mm taxus stent was deployed at 14 atm in the distal rca in the region of the lesion. The ptca balloon was then inflated to 16 atm and 18 atm for 15 seconds each. The mid rca was angioplastied with a 2.0x20mm non-boston scientific balloon. A 2.75x32mm taxus stent was deployed at 14 atm in the mid rca in the region of the lesion. The ptca balloon was then inflated to 12 atm for 15 seconds. Subsequently, ptca was performed on the proximal rca using a 2.0x20mm non-boston scientific balloon. A 3.0x32mm taxus express2 stent was deployed at 16 atm in the proximal rca in the region of the lesion. The stent was post-dilated with a 3.25x20mm boston scientific noncompliant balloon. A post-intervention residual stenosis of 0% was reported for the mid and proximal rca. A percentage of residual stenosis was not reported for the distal rca. The pt received angiomax and nitroglycerin during; plavix and "lipid therapy" after the procedure. It was reported that there were "no complications." The pt presented 194 days after the initial procedure with 70% (distal), 70-80% (mid and proximal) in-stent restenoses in the rca. Timi iii flow was noted in the distal, mid, and proximal rca. A 2.5x18mm non-boston scientific stent was deployed at 10 atm for 25 seconds in the distal rca in the region of the lesion. A 2.5x13mm non-boston scientific stent was deployed at 10 atm for 20 seconds in the mid rca in the region of the lesion. A 3.0x28mm non-boston scientific stent was deployed at 14 atm for 20 seconds in the proximal rca. The distal, mid, and proximal rca stents were post-dilated with a 3.0x20mm boston scientific noncompliant balloon. The pt received heparin and nitroglycerin during the procedure. It was reported that there were "no complications."